Event description:
It was reported the st. Jude rep observed a message advising the ipg needed to be recharged prior to being implanted. The ipg was not used.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.